Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure- 1001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device data logs showed an occurrence of the customer's report. However, the error code 1001 was found to be caused by the user not removing the cap from the gas output port. Analysis of reports of this type has not identified an increase in trend.